Manufacturer narrative:
Customer canceled work order.

Event description:
The customer reported that the two "boxes" were not alarming for spo2. It is unknow if the device was in use at time of event, no adverse event or patient impact was reported.